Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded that unintended use error caused or contributed to the event. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this lead was not returned. As such, physical analysis has not been conducted in our laboratory. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that the patient underwent a procedure on (B)(6) 2026, to upgrade to a cardiac resynchronization therapy defibrillator (crt-d) system. The patient was first implanted with a left ventricular (lv) lead which was completed without issue. Upon implantation of the right ventricular (rv) lead, it was observed that the helix was slightly extended initially and it was then retracted back, though the physician mentioned that the lead felt stuck (details not provided). The lead was then placed into position, and the helix was extended without complication. It further stated that it was necessary to reposition the lead and after placement, the patient's blood pressure suddenly dropped. Echocardiography was performed and a blood clot was observed in the rv. The physician attempted to clear the clot and was consulting with surgery regarding opening the patient's chest. Perforation associated with tamponade was also reported. Subsequently the patient entered ventricular fibrillation and arrested. External shocks were performed (21 total); however, there was eventually no capture. The patient's family did not want further intervention and the patient expired. The lead is not expected to be returned.

Event description:
It was reported that the patient underwent a procedure on (B)(6) 2025, to upgrade to a cardiac resynchronization therapy defibrillator (crt-d) system. The patient was first implanted with a left ventricular (lv) lead which was completed without issue. Upon implantation of the right ventricular (rv) lead, it was observed that the helix was slightly extended initially and it was then retracted back, though the physician mentioned that the lead felt stuck (details not provided). The lead was then placed into position, and the helix was extended without complication. It further stated that it was necessary to reposition the lead and after placement, the patient's blood pressure suddenly dropped. Echocardiography was performed and a blood clot was observed in the rv. The physician attempted to clear the clot and was consulting with surgery regarding opening the patient's chest. Perforation associated with tamponade was also reported. Subsequently the patient entered ventricular fibrillation and arrested. External shocks were performed (21 total); however, there was eventually no capture. The patient's family did not want further intervention and the patient expired. The lead is not expected to be returned.